Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. It was unable to perform the excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Device was received with cracked case at battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and no delivery after changing the battery. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. She declined troubleshooting for no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.